Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial display anomaly noted during testing. Unit had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the film blockage on the display screen of insulin pump. Customer¿s blood glucose was around unknown at the time of incident. The customer was also reported that they cannot see all the details and it was blocking the blood sugar value. The insulin pump will be returned for analysis.